Event description:
The patient reported having the device checked and after the appointment the patient passed out and the device shocked the patient twelve times. The patient was transported to the hospital. The patient understood that the physician was working with medications. Follow up was conducted and the physician indicated that there was no allegation against the device performance or function. The patient has been non-compliant with medications and that is what caused the appropriate shocks for tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Add'l devices: 4194 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010.